Event description:
Approximately eleven months post hvad implantation, the patient experienced intermittent beeping coming from the controller, and saw a low priority alarm on the screen. The patient reported that it felt as though his pump was stopping. The patient was in the car at the time,connected to dc power on side 2 and a battery on side 1. The patient¿s controller, two batteries, and the dc adapter were exchanged with no report of patient injury.

Manufacturer narrative:
The product is noted to be available for evaluation, but has not been received to date. Preliminary log file analysis verified pump stops for the reported event date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The reported event indicates an issue with the performance of a controller power source. The devices were exchanged without incident and there was no reported patient injury. A controller dc adapter, one controller, and two batteries were returned to heartware for evaluation; the devices are related to the reported event. Review of the manufacturing records indicates that the units met internal requirements prior to its quality assurance release process. The batteries noted in this investigation were manufactured prior to supplemental screening procedures added to the devices release process. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The controller dc adapter, controller, and (B)(4) passed visual examination and functional testing; the analyzed devices performed per specification under testing conditions and were unable to duplicate the reported event at bench level. Analysis of (B)(4) revealed that the device failed to meet specifications. (B)(4) failed functional testing due to a faulty internal cell pair which likely contributed to the reported event. Review and analysis of the controller log files confirm the reported event which revealed critical battery alarms as well as multiple pump stop events corresponding to the proximate time of the event. An internal investigation (CAPA) has been opened to address the issue.

Manufacturer narrative:
It was reported that the patient  was complaining of intermittent beeping coming from the controller and that the patient experienced a pumped stopped. The controller, a controller dc adapter and two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the controller, controller dc adapter and (B)(4) revealed that the devices passed visual inspection and functional testing. The output cable of the controller dc adapter was pulled and twisted in an attempt to replicate the issue. The results revealed that the dc adapter was able to properly provide uninterrupted power to the controller, despite attempts at manipulating the output cable. Failure analysis of (B)(4) revealed that the battery passed visual inspection but failed functional testing due to a faulty internal cell pair. During testing, (B)(4) exhibited early depletion of a cell pair within the battery which caused the voltage to drop below the minimum voltage threshold. A review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Heartware opened an internal investigation to address faulty internal cell pairs. Log file analysis revealed two controller power up events on the reported event date ((B)(6) 2013), at 08:38:52 and 09:32:26. Additionally, a controller power up event was also recorded on (B)(6) 2013, (B)(6) 2013 and (B)(6) 2013 at 06:07:10, 14:33:56 and 19:25:11; respectively. The data point prior to the first controller power up event on (B)(6) 2013, the data point recorded at 08:26:45, revealed that (B)(4) was connected to power port 1 with 30% relative state of charge and (B)(4) was connected to power port 2 with 51% rsoc. The data point after the first controller power up event revealed that (B)(4) was connected to power port 1 with 30% rsoc and a controller ac/dc adapter was connected to power port 2. The data point prior to the second controller power up event on (B)(6) 2013, data point recorded at 09:23:55, revealed that (B)(4) was connected to power port 1 with 30% rsoc and a controller ac/dc adapter was connected to power port 2. The data point after the second controller power up event revealed that (B)(4) was connected to power port 1 with 98% rsoc and a controller ac/dc adapter was connected to power port 2. No alarms were recorded on (B)(4) 2013. (B)(4), the battery with a faulty internal cell pair, was not connected during the controller power up events on (B)(6) 2013. Based on the available information, (B)(4) and the controller dc adapter (according to the event details) were most likely connected to the controller during the losses of power. The controller dc adapter and (B)(4) passed visual inspection and functional testing. As a result, a possible root cause may be attributed to a marginal battery and/or controller dc adapter connection; the marginal connection may have led to intermittent disconnections that resulted in a controller power up event.   Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.